Event description:
The user reports the level sensor malfunctioning during priming: the yellow sensor stays triggered when the reservoir level falls below it. No patient was involved in the case.

Manufacturer narrative:
Investigation pending.